Manufacturer narrative:
Unable to prime the insulin pump during prime test due to a faulty force sensor resistor. The device passed the rewind, basic occlusion, displacement and motor tests. A cracked reservoir tube lip and scratched lcd window noted.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 170 mg/dl. During troubleshooting, the displacement test failed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.